Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis.a partial connector segment of the lead was returned for analysis. Final analysis found an optim sheath abrasion was noted at 7.0 to 7.5 cm from the connector tip consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.